Event description:
It was reported that the clinician requested the review of two episodes which appeared to be noise. Oversensing was noted with "waveforms consistent with emi leakage current exposure". The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.